Event description:
Pt originally scheduled for short procedure surgery for treatment of esophageal stricture. At conclusion of procedure crepitus detected at the neck and bilateral clavicular area. Presumption of esophageal perforation/tear. Pt hospitalized.

Event description:
Pt originally scheduled for short procedure surgery for treatment of esophageal stricture. At conclusion of procedure crepitus detected at the neck and bilateral clavicular area. Presumption of esophageal perforation/tear. Pt hospitalized.